Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced hypoxia requiring oxygen and overnight observation. The lesion biopsied was in the left lower lobe - superior segment. A 23g flexision needle along with compatible forceps were used during the procedure. The patient was diagnosed with squamous cell carcinoma. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) made multiple follow-up attempts to obtain additional information regarding the event. However, there was no response received by the time of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information becomes available, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced hypoxia requiring oxygen and hospitalization.